Event description:
The needle (sol-m) multi sample 21 and 22 gauge needles and hub combination requires extra strength to be applied when preparing the set for patient phlebotomy. If the needle is not completely seated, the safety device on the hub does not deploy. Instructions about the needle/hub fit issues were not distributed until complaints had been registered. Supplies involved: 21 gauge needles, reference number - 110201020004; 22 gauge needles, reference number - 110201020002. Hubs - 4140.